Event description:
The customer reported observing wet tubes and racks coming out of the unicel dxc 600 synchron system. The customer stated that the instrument generated modular chemistry (mc) and cartridge chemistry (cc) probe obstruction error messages at the time of the event. The customer indicated that approximately 5 ml of fluid leaked from the cap piercer. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that there was an obstruction in the closed-tube sampling (cts) cap piercer drain line #118 which was causing the waste to not drain. The fse proceeded to flush the line with bleach and water to clear the obstruction. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to an obstructed cts cap piercer drain line #118. (B)(4).